Manufacturer narrative:
The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate implantation of over 5 years considered natural deterioration of the valve and not a design or manufacturing deficiency caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 5 years and 10 months post tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient has been having progressive dyspnea and noted elevated velocities on echo. It was first thought that the patient could have leaflet thrombosis and was given coumadin for several months, however symptoms persisted, and velocities increased. A tee was recently performed, and no vegetation or thrombus was noted, but mg was 40mmhg, pg 66mmhg, pv 4.6m/s with preserved lvef. After the physicians reviewed echo imaging, it appears that the transcatheter valve is degenerating. Per the valve clinic coordinator, there was no allegation the edwards devices were deficient in some way. The indication for the initial procedure was aortic stenosis. Per tee performed there is mild regurgitation and a valve area/index of 1.1cm2. Leaflet mobility is restricted with significant calcification. There is no pannus, thrombus or vegetation. The patient is being evaluated for possible valve in valve procedure.